Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. (B)(4) will follow up with the facility to assess the reprocessing procedure. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that contaminated subject device was returned to olympus (B)(4) for further analysis. There was no report of infection associated with this report.